Manufacturer narrative:
Blocks a2, a3b, a5, and a6: date of birth, patient gender, ethnicity, and race are unknown. This information was not available from the facility. Block h3: the stellarex device was infectious and discarded, thus no product evaluation was performed. Block h6: per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person

Event description:
A stellarex device was used in a severely calcified mid sfa. During the first inflation at 4 atm, the balloon ruptured. A new stellarex device was used to complete the procedure. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.